Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up, the atrial lead impedance trend was cleared due to 'invalid' readings. The patient was asymptomatic. No further intervention was performed.